Manufacturer narrative:
(B)(4) final report . Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. However the reporter stated that this information was not available and therefore the scope of the event was limited. The appropriate device details have been provided and the relevant device manufacturing and sterilization records were identified and reviewed. Finished parts were cleaned, packaged and sterilized according to specifications at the time of manufacture. Based on the available information, the root cause of the reported infection could not be determined and thus this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex insert, locking bolt and patella revision due to infection.

Manufacturer narrative:
(B)(4) initial report. The device manufacturing records will be located and reviewed. Conclusions will be provided in a supplemental report. Additional information, such as xrays, operative notes, patient activity level, medical history and weight, and an update on the patient was requested in order to perform the investigation. If provided they will be summarized in a supplemental report. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex insert and patella revision due to infection.